Event description:
A dialysis facility reported that there was excessive fluid removal during a hemodialysis treatment. The patient c/o cramps and became hypotensive during treatment and was given a total of 1,200 ml. Of saline. Based on the reported weights, saline given and the estimated fluid removed, there was a weight loss variance of approximately 2.2 kg. The patient was discharged in stable condition.